Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's daughter, who reported that the rollator leg broke while the end user was sitting on the seat, causing her to fall and hit her head resulting in a chipped tooth as well as pain in her right knee and foot. As part of its complaint review and evaluation process, drive devilbiss healthcare will file an update if additional information becomes available.